Manufacturer narrative:
This report is submitted on december 18, 2018.

Event description:
It was reported that the patient experienced infection and inflammation at the implant site subsequent to sustaining a head trauma. Explantation is planned; however it is unknown if this has occurred as of the date of this report.